Manufacturer narrative:
This complaint was originally reported to the FDA under (B)(4) (report number: 3004904811-2016-00007) however the report was submitted under the incorrect manufacture site. Evaluation summary: one delivery system with the capsule was returned for evaluation. The device was visually inspected for external damage. The capsule was not attached to the delivery system. The trocar needle was advanced and there no signs of tissue or blood. The delivery system was not bent and the plunger is not broken. The plunger was stuck and the second slit. All of the capsule electrodes were visually acceptable. The delivery system did not have any other visible damage. The wires that hold the capsule was completely off. As the product was received, it is functioning according to specification. A review of the device history record confirms that the products were released per specification.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. There was no harm caused to the patient. A repeat procedure was required. Intervention was not necessary. There was nothing unusual about the procedure or the patient that may have led to this event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The bravo user has been using this procedure for years. A medela pump was used and lubricant was used to facilitate capsule placement. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary: one delivery system and one capsule were returned to medtronic for evaluation and the capsule was not attached to the delivery system. The delivery system was investigated visually for external damage. The trocar needle of the capsule was advanced and there were no signs of tissue or blood on the device. The delivery system was not bent, the plunger was not broken and the emergency release was not implemented. The capsule electrodes were visually acceptable and there was no other visible damage to the system. As the product was received, the device functioned according to specification and the cause of the alleged complaint cannot be reliably determined. A review of the device history record indicates that the product was released meeting finished product specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.